Event description:
An implantable cardiac defibrillator (ICD) system was returned from a clinic via the manufacture representative. The cause of death was not known by the nurse practitioner at the clinic. The representative was asked to interrogate the device and send it in for analysis. Information identified in the manufacture's data base indicated the patient died approximately three months post implant of the device system approximately three years ago.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all the insulators were breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.